Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving unspecified low scan results and adjusting his/her medication according to the readings, thus resulting in a hospitalization. Customer reported being treated with mudan granules (for the treatment of diabetic peripheral neuropathy), vitamin a, and other treatment while hospitalized, and it is unknown when customer was discharged. There was no report of death or permanent impairment associated with this event.